Event description:
A journal article was reviewed that contained information regarding left ventricular lead capture management (lvcm). The article reports a patient who presented to the emergency department after remote transmissions noted three episodes of sustained ventricular tachycardia (vt) which were successfully terminated. It was noted that the events occurred around the same time during the night. It appears that the device lvcm had caused the arrhythmic events as it had detected the sensed right ventricular (rv) event as lv non-capture. The device noted an interval of 1220 ms between the support paces. As the device began to increase the output of the test pace, it does capture. Due to marked intramyocardial conduction delay, the event is sensed by the rv lead about 240 ms later. This pattern is repeated with the next lv paced beat and vt is initiated. Lvcm was programmed off and the implantable cardioverter defibrillator (ICD) appears to be still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a shocking cause of nighttime arrhythmias. Journal of cardiovascular electrophysiology. 2022;33:756¿760. Doi: 10.1111/jce.15407. If information is provided in the future, a supplemental report will be issued.